Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received by the clinical research scientist that a phlebotomist had difficulty retracting the needle of the device, which prevented the needle from engaging into the safety device. No needlestick occurred. There was no pt or clinician injury.